Manufacturer narrative:
Investigation summary failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient¿s anatomy.

Manufacturer narrative:
A2, a3, a4, a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that an impella device implant was aborted because the impella sheath would not advanced due to the patient¿s anatomy. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.